Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to out of range pacing impedance measurements on all channels, which were greater than 2000 ohms. Lead diagnostics were all stable except impedance measurements. The caller increased the out of range alert measurement and the patient will continue to be monitored. No adverse patient effects were reported.